Manufacturer narrative:
The dates of treatment were not reported. This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the patient's nurse, the patient experienced an infection at the implant site. Subsequently, the patient was treated initially with oral and topical antibiotics, and then received treatment of injectable steroids at the implant site to reduce the swelling.